Manufacturer narrative:
Imdrf device code a050702 captures the reportable event of snare wire loop failure to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold snare device was used in the colon during a polypectomy procedure for polyps performed on (B)(6)2025. During the procedure, the snare cannot fluently cut the polyps. The procedure was completed with another captivator cold snare device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.